Event description:
The following has been reported: biomed reported: "does have a deep history red pump problem banner at 9:24am on 11/24 but ran 3 x 1000 at 500 for a total of 1.5 hours with no issues" downloaded logs and both sets of logs had failures. Waiting for confirmation of no patient harm and if issue stopped an active infusion. Biomed confirmed no patient harm and no report of the issue stopping an active infusion. A preliminary review of the logs shows the following: cam movement failure/fva drive accuracy issue (due to a software issue). An active infusion was not delayed. Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Pump was returned. Due to the nature of this software anomaly, complaint could not be confirmed during testing; specifically, troubleshooting processes are unable to replicate it due to the nature and circumstances that must occur for it to be reproduced. Investigation of the software anomaly was performed. Fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. Valve oscillation can lead to fail-stop pump-problem alarm, leading to delay of therapy. Summary of investigation is that the pump experienced a temporary failure due to a coding error. Problem resolved once pump was rebooted. Issue was addressed as part of an internal action and incorporated into software release 5.9.1. This was implemented via recall #z-1484-2024.